Event description:
It was reported to covidien that a customer had an issue with a hypodermic needle. The customer reports they stuck their left third finger when the patient moved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.